Event description:
Medsun report#: (B)(4). Wire is hydrophilic and catheter is a support catheter. Wire was able to go through the blockage but was stuck in the catheter. Both wire and catheter were removed resulting in losing placement. No harm was done but procedure was aborted, resulting in delay of care and longer stay in the hospital. Per md's notes: popliteal angiogram demonstrated occlusion of the sfa [superficial femoral artery] and p1 segment. Then using 018 wire and catheter, the sfa occlusion was crossed in subintimal fashion and snared in the true lumen at the cfa [common femoral artery]. Then the retrograde 018 wire and catheter were stuck and could not be snared in a flossing fashion. Unfortunately, we then had to remove the retrograde catheter and wire as a unit and lost the pedal access and could not successfully recanalize the sfa occlusion.

Manufacturer narrative:
Date of event estimated as 05/01/2024. The device was not returned for analysis. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported difficulties. It was reported that the guide wire encountered resistance during advancement and removal during use. Factors that may contribute to difficulty advancing or removing a catheter over the guide wire include, but are not limited to, inner diameter of the catheter, outer diameter of the guide wire, device support, buildup of procedural contaminants, challenging anatomy, user technique, and/or damage to the catheter or guide wire. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported difficulty during advancement or removal. There is no indication of a product quality issue with respect to manufacture, design, or labeling.